Event description:
Product was damaged during shipment. Email from branch indicated that leaking was noted.

Manufacturer narrative:
An event regarding packaging damage involving simplex bone cement was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no devices were returned and no photographs of the reported event were provided. Medical records received and evaluation: not performed as there was no patient involvement. Device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review: review determined that there were no other similar reported events for the lot. Conclusions: the event was not confirmed as no devices or photographs were provided for review. Based on the information provided by the customer, the liquid was leaking from the product when the reported damage was noted. This indicates that an ampoule was broken at the time or shortly before the product was received by the customer as monomer evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. A CAPA trend analysis was conducted for the reported failure mode and concluded simplex packaging damage may result from other factors not necessarily related to the product. No further investigation is possible at this time as no product and insufficient information was received by stryker orthopaedics. If product and/or additional information becomes available this investigation will be reopened.

Event description:
Product was damanged during shipment. Email from (B)(4) indicated that leaking was noted.

Manufacturer narrative:
Additional information pertaining to the device referenced in this report has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.